Event description:
A report was received from a physician that a male patient with a history of corneal trauma os with a residual scar was diagnosed with a fungal keratitis in the same eye while using renu (unknown type). In 2006, the patient presented with pain, hazy cornea and epithelial abrasion (flourescein+), with no stronal involvement, no flare or cells in the anterior chamber. The corneal lesion located at the pupillary margin looked grayish. The lesion was cultured. Vigamox 4 gtts, daily started. On three days later, the corneal lesion had a bigger size and more grayish. Because of this worsening, a fungal keratitis was suspected. The patient was referred to a corneal specialist and was hospitalized. New culture was taken. Vigamox discontinued and natamycin initiated. Subsequently, the patient's signs resolving and he was feeling better. All cultures showed negative for fusarium. However, the physician stated that the patient's clinical features and the improvement under anti-fungal agents strongly suggested a fungal infection. On the following month, the patient was still in the hospital while being treated by a cornea specialist.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate, there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.